Manufacturer narrative:
An invacare sales representative went to the facility to audit the lift and provide a safe patient handling in-service for the facility's cna staff. The sales rep provided photographs of the lift and sling that were involved in the incident. Based on the photos, the sling is a model r113 full body solid fabric sling, size large. The sales rep advised that the sling was in perfect condition. The photographs confirm that there are no visible defects with the sling. The sales rep was able to obtain the lift's serial number, which indicates that the lift was over 9.5 years old when the incident occurred. Therefore, it has exceeded its expected life of 8 years. Due to the age of the lift, the sales rep recommended to the facility that it be replaced. Other than its age, he stated there were only a few issues on the lift that he felt needed to be addressed: he tightened the boom. He found that the end of the boom and hanger bar were missing the safety padding. The hanger bar was also missing all six hook clips, which are a safety feature that help ensure that the sling straps do not detach from the hanger bar hooks. The sales rep noted that had the clips been attached to the sling hooks, there may have been a chance that the cnas involved would have noticed the loop on the sling was not fully seated before attempting to move the patient. The rpl450-2 user manual states to check the hanger bar bolt / hooks for wear or damage on a monthly basis. It also states several times, "do not move the patient if the sling is not properly connected to the hooks of the hanger bar. When the sling is elevated a few inches off of the stationary surface and before moving the patient, check again to make sure that the sling is properly connected to the hooks of the hanger bar. If any attachments are not properly in place, lower the patient back onto the stationary surface and correct this problem - otherwise, injury or damage may occur. Adjustments for safety and comfort should be made before moving the patient." Based on the information available, the incident was not due to a defect or malfunction of either the lift or the sling. Rather, it was due to use error as a result of failing to follow the instructions within the lift's manual. Additionally, there were some maintenance issues that needed to be addressed. This rpl450-2 lift was manufactured by invacare suzhou; however, they are no longer in business. The sole manufacturer of these lifts is now invamex. Therefore, the MDR is being filed under the invamex cfn #.

Event description:
The dealer reported that a facility representative advised of an incident involving an rpl450-2 lift. They alleged that two cnas were using the lift on a patient, and the top loop of the sling near the patient's head was not fully seated onto the hanger bar hook, so when they began lifting the patient, the sling loop slipped off of the hook. The patient fell from the sling to the floor and sustained an orbital fracture to the eye socket and nerve damage to the eyeball. The patient was taken to the hospital and then sent by air flight to a trauma center where she was hospitalized.